Manufacturer narrative:
This product is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit and the device was detecting something but nothing in there.